Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of set screw damage was confirmed in the laboratory. Visual inspection identified silicone material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw and failure removing the lead from the header.

Event description:
It was reported that during a procedure it was found that the lv lead extraction had affected the position of the ra electrode. Physician elected to remove the ra electrode. Due to the ra electrode interface screw skew the lead could not be explanted and pacemaker was abandoned. A new pacemaker was implanted. Patient is stable.